Event description:
Additional information showed the patient's issues regarding the burning and tingling resolved.

Manufacturer narrative:
Product ID 39286-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product typ: lead, product ID 37754, lot#, serial# (B)(4), implanted, explanted, product typ: recharger, product ID 37744, lot#, serial# (B)(4), implanted, explanted, product typ: programmer, patient. (B)(4).

Event description:
It was reported the patient had coupling and communication issues. There was swelling at the implantable neurostimulator site. The patient experienced numbness, pins, needles, and a burning sensation. The patient had commented that he was told that numbness was expected since he had nerve damage. The symptoms were located at the left leg and the burning was located at the left foot. The symptoms began after an implant. When stimulation was turned off, the patient's knees buckled. The patient claims never having therapeutic effect. The stimulation helped a little in his left hip, but did not cover pain in the left back. The patient had an appointment scheduled for (B)(6) 2012. Additional information received reported that the patient was still having concerns regarding their device or therapy, but were working with their physician or manufacturer representative and had an appointment scheduled for (B)(6) 2012. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated that the only issue from the patient was that he had some discomfort with the battery placement in the pocket. It was also stated that the patient was getting much better stimulation coverage than prior to his revision surgery. Additional information was requested and if received, a supplemental report will be filed. Regulatory report 3004209178-2012-07181 was found to be a duplicate, and any further information will be filed in this report.